Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient who reported "medicine leaking from the right side of the pump". Cassette was popped off and patient could see it was broken right where it exits the pump. The pump was powered back down and patient was instructed to call the facility back to notify them there was a leak and find out how to proceed. Patient returned to hospital, where the administration set was swapped out. Device operator was a patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.